Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds, resulting in the implantable pulse generator (ipg) exhibited rapid battery depletion. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.